Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump fell out of his pocket into the bathtub. The customer stated the device did not have physical damage but that fluid could be seen under the lcd display. Blood glucose value was 101 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.